Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose. Customer's blood glucose level was 568 mg/dl at time of incident and the current blood glucose level was 228 mg/dl. The customer was assisted with troubleshooting. Customer stated that they have different blood glucose levels according to their time. Customer having blood glucose was 270 mg/dl at the time of acting insulin with this reading. Before the day it was 68 mg/dl and also 205 mg/dl with the same day. 248 mg/dl, 338 mg/dl with the same day with different timing. Customer was using the primary meter at the time they feel thw high blood glucose and it was 200 mg/dl. The customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will not be returned for analysis.